Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that it won't charge. They last fully recharged about 4.5 months ago then a week later the ins went off. They have program h and a which are the settings where it works in the background and they do not feel the stimulation all of the time unless they roll over. The patient put the recharger on and got 8 coupling boxes and charged all night long but when they took the charger off it said ¿unable to charge or charge unavailable¿ and it never charged again. They tried 3 times since then. They spoke to their healthcare professional (hcp) who is contacting a manufacture representative (rep) to come out. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who reported the recharger seemed to not be charging the ins. The patient did have 8 coupling boxes. The patient reported the ins was not charging and just keeps blinking. The patient has tried 4 times to recharge and only gets recharge your recharger screen. No symptoms or further complications were reported and/or anticipated.